Event description:
On 4/28/94, in the evening, a patient was treated in the emergency room for an ankle injury. Upon completion of treatment the patient was provided with axillary crutches and sent home. According to the patient, later that evening, the axillary crutches broke while hw was ambulating, causing him to fall and injury his head and back. This necessitated his return to the emergency room for treatment. The crutches were returned and inspected by the biomedical dept. The crutches were found to have broken on one of the main support struts below the shoulder bracket.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, none or unknown, modification of device. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.